Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient was taken to hospital this morning after he experienced high blood glucose levels, dka. At the time of arrival, his blood glucose was 23.1 mmol/l. He was treated with IV insulin. Hospital staff is alleging a fault with the pump is the reason he is in hospital. A request was made for the return of the device, replacement sent.